Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of an atypical alarm occurring on the power module was confirmed via functional analysis. The returned power module, serial number ppm-02021, was functionally tested and a red battery and yellow leds illuminated accompanied by an alarm. The cause of the alarm was isolated to the unit¿s sealed lead acid (sla) backup battery, as the power module functioned as intended with a test battery. Further inspection had revealed that the sla backup battery had been expired at the time of the reported event, and the use of an expired sla backup battery would cause an atypical alarm and/or a short backup battery runtime to occur. The root cause of the reported event was determined to have been the use of an expired sla backup battery. Incidental findings: damage to the battery clip. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The current revisions of the patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an alarm displayed by a yellow wrench and peep tone on the power module(pm). No patient was involved. The product was exchanged.